Event description:
Related manufacturer reference number: 2017865-2024-71802, 2017865-2024-71804, 2017865-2024-71805, 2017865-2024-71806. It was reported that the patient presented to the emergency room with a suspected pocket infection. The device pocket was noted to be red. The entire system, including the chronic pacemaker, right atrial lead, right ventricular lead, and left bundle branch pacing lead, was explanted. Additionally, a pacemaker was implanted and explanted during the initial implant procedure. The entire system was replaced by a leadless pacemaker. The patient remained in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.